Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female patient post cardiotomy cardiogenic shock, low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that automated impella controller (aic) had a purge disc failure. The aic was replaced without patient harm or injury.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer. Added- d9 device return date, h6 med dev prob code 2994 d2-corrected common device name f6/f8 should have been left blank in the initial report.